Event description:
The customer reported that the pump battery would not charge. There was no adverse impact on the customer¿s blood glucose level. The customer observed that the battery began charging and decided to monitor the situation.